Event description:
(B)(6). It was reported that a transient conduction disturbance occurred. Prior to the index procedure, aspirin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). A conduction disturbance of left bundle branch block (lbbb) was noted post bav. The aortic valve was treated with deployment of a 23 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. On the same day of the index procedure, the patient developed a transient conduction disturbance. No further action was taken to treat the event. The event was resolved the same day. Two days later, the patient was discharged on aspirin and clopiogrel.